Event description:
It was reported that the patient, who is enrolled in the vercise dbs registry clinical study, developed a severe infection at the lead extension site. The patient underwent an explant of the ipg. Cultures revealed a staphylococcus aureus infection and the patient was treated with intravenous antibiotics and then switched to oral therapy. The event remains not recovered and not resolved. The event was reported as having a possible relationship to the procedure and unlikely related to the device. Device current location is unknown. Additional information was received that the patient underwent an explant of the entire system.

Event description:
It was reported that the patient, who is enrolled in the vercise dbs registry clinical study, developed a severe infection at the lead extension site. The patient underwent an explant of the ipg. Cultures revealed a staphylococcus aureus infection and the patient was treated with intravenous antibiotics and then switched to oral therapy. The event remains not recovered and not resolved. The event was reported as having a possible relationship to the procedure and unlikely related to the device. Device current location is unknown. Additional information was received that the patient underwent an explant of the entire system. Additional information was received that the patient also developed symptoms of confusion.

Manufacturer narrative:
Block h6 patient code: 3191: no code available is used as there is no corresponding FDA code surgery.

Manufacturer narrative:
Block a2: date of birth - 1950 (complete date unknown). Additional suspect medical device components involved in the event: product family: dbs-extension; upn: m365nm3138550; model: nm-3138-55; serial: no information; batch: no information. Product family: dbs-ipg-r; upn: m365db1110c0; model: db-1110c; serial: no information; batch: no information. Product family: leads x2; upn: no information; model: no information; serial: no information; batch: no information.

Event description:
It was reported that the patient, who is enrolled in the vercise dbs registry clinical study, developed a severe infection at the lead extension site. The patient underwent an explant of the ipg. Cultures revealed a staphylococcus aureus infection and the patient was treated with intravenous antibiotics and then switched to oral therapy. The event remains not recovered and not resolved. The event was reported as having a possible relationship to the procedure and unlikely related to the device. Additional information was received that the patient underwent an explant procedure of the entire system, the ipg, two leads, and two lead extensions. The devices were not returned for analysis. Additional information was received that the patient had also developed symptoms of confusion. The patient has recovered and the event has resolved.

Manufacturer narrative:
(B)(6). Additional suspect medical device components involved in the event: product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial: unknown, batch: unknown. Product family: dbs-ipg-r, upn: (B)(4), model: db-1110c, serial: unknown, batch: unknown.

Event description:
It was reported that the patient, who is enrolled in the vercise dbs registry clinical study, developed a severe infection at the lead extension site. The patient underwent an explant of the ipg. Cultures revealed a staphylococcus aureus infection and the patient was treated with intravenous antibiotics and then switched to oral therapy. The event remains not recovered and not resolved. The event was reported as having a possible relationship to the procedure and unlikely related to the device. Device current location is unknown.